Event description:
It was reported that an increase in capture and low impedance were noted. X-ray showed the lead had dislodged. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.